Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-dec-2025, it was reported by a sales representative via (B)(4) that an ar-8330h shaver's wires are exposed. Discovered after the case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The evaluation confirmed the reported event of ar-8330h shaver's wires are exposed. This was attributed to the normal wear and tear of the shp cable.